Event description:
It was reported that during use the intra-aortic balloon (iab) had leak in iab circuit alarm. There was no patient harm or injury reported.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).